Event description:
It was reported that this brady lead was explanted due to physician opted into trying fineline type lead for left bundle branch pacing. This lead was explanted and replaced. A new lead of different model was placed. No additional adverse patient effects were reported.